Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that patient stated that she is fully recovered (no residual effects)- removed via explant surgery and now she is having scarring after the surgery. Pain is gone. She indicated that the right side is ruptured and right side has issue with capsular contracture baker grade ii. On (B)(6) 2020, additional information indicated that date of explant was on (B)(6) 2020. This report is for the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on 7/11/2019, indicated that the right device catalog number updated to 3503251bc, with serial number (B)(4). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Implantation date updated to (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information indicated that the patient reported that the serial number for the right side is (B)(4), and the catalog number is 3341055g which is different than what the patient reported initially. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 9, 2021 indicating that patient had ruptured right implant (rupture was confirmed upon explanting the device), deformity on the right from the ruptured implant as well as the following bii symptoms: fibromyalgia, fatigue, dry eyes, sore neck, pain in armpit and sensitivity to light and cold. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction, pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085117. It was reported that a (B)(4) female patient who underwent breast implant surgery procedure with mentor medical devices (sm mpp gel 300cc/ip-00564706: sm mpp gel 325cc date of implant 6/15/2009) experienced symptoms of auto immune disorder: ¿ dry eyes, blurry vision, sensitive to light and cold, fibromyalgia, fatigue, stiff neck, irritability, brain fog, food sensitivities, weight gain¿. The patient also reported pain in lymph node area in armpit. As a result, the patient is planned to undergo breast implants removal on (B)(6) 2020. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.